Event description:
Boston scientific received information that this latitude zoom programmer displayed a dark screen. It was noted that the screen was on, but appeared very dark and was difficult to see. The programmer was later returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt, the programmer underwent functional testing. The programmer was powered on to check for error reports or boot-up issues. The touch screen was checked for functionality and calibration, the unit booted up with the display on, a dim back light was noted. The inverter was replaced, and the lower half was found to be defective. The inverter cover was replaced which was noted to be melted from a malfunctioned inverter.